Event description:
It was reported by the patient's relative that the patient had a heart attack and the implantable cardiac monitor (icm) did not register it. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.